Event description:
It was reported that a pump keypad is "defective." The customer stated that the #4, #5, and #6 keys operated intermittently. It was also reported that there was no patient injury related to this error. No additional information has been provided.

Manufacturer narrative:
(B)(4). The device was not returned for baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.